Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address a broken, loose stem. It was reported to be broken at the transition point, and was only fixed and supported distally.